Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced pocket stimulation and that the stimulation was too high to stand. There was also noted pain in the pocket and rectum. Upon fluoroscopy, it was determined that the lead migrated several centimeters past the anterior side of the sacrum. It was stated that only 3- and c+ worked with acceptable impedances. The patient reportedly recovered with sequela.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer, patient product ID: 3 889-28, lot# va0ccca, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received noted that impedances were checked before the case and the levels were unacceptable on all electrode combinations except the c+ options. There was no apparent damage to the device, but all 4 electrodes on his lead had slipped well past the anterior side of the sacrum. The 3- setting was the only setting that delivered therapy and it was sitting somewhere between the area the 0- and 1- should normally sit. The doctor replaced his lead and battery on friday and as of today, the patient was receiving the therapy successfully.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy232458h ) showed ins functionally okay; insignificant anomalies. No significant anomaly. Final analysis of lead model 3889-28 showed lead body stretched; no significant anomaly.

Event description:
Additional information received later indicated that the patient lead had moved and was confirmed by x-ray. It was reported that patient had a long recover from the replacement.

Event description:
It was reported that the patient had pocket stimulation and occasional shocking and jolting while the implantable neurostimulator (ins) was turned on. The patient saw their health care provider (hcp) and their impedances were checked. It was noted that all bipolar electrode combinations showed as greater than 4000 ohms. The manufacturer representative was going to meet with the patient and their hcp tomorrow and the patient was advised to turn their ins off for the time being. It was reported that the patient had no falls or trauma prior to the onset of the issue and they did not know when the problem began. The hcp might do imaging tomorrow but planned to perform surgery to rectify the issue if necessary and the manufacturer representative would speak to them about it while in the office tomorrow. Additional information received reported that the manufacturer representative met with the patient yesterday afternoon at the clinic. The manufacturer representative wasn¿t at the original case and inherited the patient and customer. It was noted that the patient history included 3 inss and leads in the last year and the patient received a third ins and lead in (B)(6) of last year and was doing well at a low amplitude of 0.4v. The patient had had a couple of fine tuning programming and the patient was on 0 positive and 3 negative with the normal pulse width of 210 with a rate of 14. It was reported that in late (B)(6), the stimulation changed completely and there was nothing specific noted and the patient had no accidents at this time. The patient began to experience the stimulation shutting off on its own and it was unclear if the actual ins was off or if the perception of stimulation was gone and the manufacturer representative would clarify this at a later time. It was noted that the patient was getting jolting down the leg and in the scrotum as well as pocket stimulation and the patient had to turn stimulation off because of these symptoms. Impedances were taken at default which produced the bipolar pairs to be greater than 4000 ohms and the case combinations were fine. It was reported that impedances were reran at 1.5v and the case combinations remained fine and the bipoles were elevated but not greater than 4000 ohms and were in the 3000 ohm range. Currently the patient was programmed using the case and they had not heard any feedback on if that combination was or wasn¿t working so far. It was noted that the patient was off work for 4 months after the implant because of the implant and went back to work at a new job in (B)(6). No infections or complications were noted but the manufacturer representative thought the patient was very sore from the lead revision. It was reported that the patient¿s new job involved travel and they went through transportation security administration (tsa) 3 different times and did not know to turn their ins off. Nothing adverse was noted when going through the screening and there was no mention of pain or jolting. It was noted that the jolts started after the travel and the patient was beyond upset because they claimed they were not provided information of what they could and could not do. The patient reported that they didn¿t get an implant sheet and thought they had the dvd and that they were going to be sent information. It was stated that the patient felt like they were misled because the device was supposed to change their life and they would be able to go back to an active life and so far it had not. The manufacturer representative was not a part of the initial procedure so they didn¿t know what was provided to the patient at the time of implant. It was reported that the patient was currently scheduled for a revision on (B)(6) 2014 but they didn¿t know if they would be going through with it and if the case combination worked then they would try to avoid an unnecessary surgery. The patient didn¿t think that if another surgery happened that they should be financially liable for copays or out of pocket expenses. It was noted that the patient had not informed their employer of their implant and was concerned about being out of work for 3 to 4 months with their new job. Additional information received reported that all unipolar impedances were acceptable. They asked the patient to turn off the ins to see if they still felt pain in the pocket but the patient did not want to do that because of the relief they were getting. It was noted that the therapy was working good at low voltage settings and the patient was not properly instructed on what they could and could not do and they thought this was an issue caused by misinformation from the manufacturer. The patient¿s device was reprogrammed to case positive 3 negative and it was still causing pain and discomfort. It was reported that the impedances were still high around 2500 ohms and the manufacturer representative did not run impedances at 2v because at 1.5v it hurt the patient. The old ins and lead were removed and a new ins and lead were successfully implanted in place of the old components.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).